Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 29apr2020.

Event description:
The customer reported battery fault. There was no patient involvement.

Manufacturer narrative:
G4: 10aug2020 b4: (B)(6) 2020 the manufacturer's field service engineer (fse) confirmed the reported problem. The device was also observed to power on automatically. The fse replaced the internal battery to address and correct this reported event. The user interface printed circuit board assembly was replaced to address the power-on issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.